Event description:
A ventilator was returned to a third party service center for evaluation (irregular volumes). There was no harm or injury reported. During the evaluation of the device at a third party service center, loose circuits and a clogged filter were observed. The device's circuits were connected and the filter was replaced to address the issue.